Manufacturer narrative:
Product event summary: analysis confirmed the programmer did not power on; power supply found out of electrical specification. Analysis also found the programmer had a post error due to the keyboard connection. Contamination was found on the lem (link electronic module) and rft (radio frequency transceiver) printed circuit board assemblies.

Event description:
It was reported the programmer does not power up. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.